Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a chest x-ray revealed that the lead had dislodged from the lateral branch back into the main body of the coronary sinus. It was also noted that there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned to the manufacturer, analyzed, and no anomalies were found.

Event description:
It was reported that one day post implant, a chest x-ray revealed that the lead had dislodged from the lateral branch back into the main body of the coronary sinus. It was also noted that there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.